Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated laboratory testing on (B)(6) 2017 revealed 'growth in the seroma fluid that was pulled.' The outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (2000 mcg/ml at 100.1 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient experienced a pump site seroma. The patient reported 'clear liquid oozing at the wound on (B)(6) 2017. The patient reported persistent fluid leaking from the implant site on (B)(6) 2017. Examination on (B)(6) 2017 gave results of a post-implant seroma. On (B)(6) 2017 a medical or non-surgical therapy was performed in which 270ml was aspirated from the seroma. Medications/antibiotics of bactrim, clindamycin, and vitamin c were administered. It was noted an abdominal binder was ordered. The event outcome was noted to be ongoing. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.